Event description:
A customer reported experiencing a cartridge alarm 20 during insulin delivery. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer technical support (cts) assisted the customer in properly loading a new cartridge, and the issue was successfully resolved with the customer able to resume insulin therapy.